Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: left side of uterine cavity/inner coil is noted within the left side of the uterine cavity/failure to occlude'), embedded device ('metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue.') And menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left essure". The patient's medical history included genital bleeding, fibroids, depression, laparoscopy and body mass index normal. As per mr- (B)(6) 2011, hysterosalpingog.ram history- essure assessment a scout view of the pelvis demonstrates bilateral email micro-inserbs. The ensure micro-insert on the right has a normal appearance. The essure insert on the left demonstrates the proximal end of the outer coil (platinum band) to be discontinuous with the micro-insert impression:- terre is unsatisfactory placement or the left essure micro-insert. The proximal portion of the inner coil is noted within the left side of the uterine cavity and there is unsatisfactory occlusion on the left as contrast material is seen within the peritoneal cavity. Previously administered products included for an unreported indication: wellbutrin, anaprox, glucosamine, celexa, co q-10, calcium and multivitamine nos. Concurrent conditions included amenorrhea, cervical dilatation, endometrial ablation and uterine scar. Concomitant products included bupropion hydrochloride (wellbutrin) and naproxen sodium (anaprox). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine cervix stenosis ("cervical stenosis"), nausea ("nausea"), abdominal pain ("abdominal pain") and vomiting ("vomiting "). The patient was treated with surgery (ablation, thermachoice procedure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, menorrhagia, pelvic pain, dysmenorrhoea and uterine cervix stenosis outcome was unknown and the vaginal haemorrhage, nausea, abdominal pain and vomiting had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, menorrhagia, nausea, pelvic pain, uterine cervix stenosis, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: current weight 150 lbs. Previously reported essure insertion date (B)(6) 2011. Left fallopian tube was not blocked by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded).. Pathology test - on an unknown date: final diagnosis-coil consistent with essure insert. Also identified within the tissue are two short metal coils measuring 15 and 1.3 cm in length x 0.2 cm in diameter and a metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue. " concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received : events added- nausea, abdominal pain, vomiting. Outcome of vaginal bleeding updated to recovered / resolved. Event onset date updated. On 26-nov-2019: same source document as fu 3. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: left side of uterine cavity/inner coil is noted within the left side of the uterine cavity/failure to occlude"), embedded device ("metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue.") And menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left essure". The patient's medical history included genital bleeding, fibroids, depression, laparoscopy and body mass index normal. As per mr-20sep2011, hysterosalpingog.ram history- essure assessment a scout view of the pelvis demonstrates bilateral email micro-inserbs. The ensure micro-insert on the right has a normal appearance. The essure insert on the left demonstrates the proximal end of the outer coil (platinum band) to be discontinuous with the micro-insert impression:- terre is unsatisfactory placement or the left essure micro-insert. The proximal portion of the inner coil is noted within the left side of the uterine cavity and there is unsatisfactory occlusion on the left as contrast material is seen within the peritoneal cavity. Previously administered products included for an unreported indication: wellbutrin, anaprox, glucosamine, celexa, co q-10, calcium and multivitamine nos. Concurrent conditions included amenorrhea, cervical dilatation, endometrial ablation and uterine scar. Concomitant products included bupropion hydrochloride (wellbutrin) and naproxen sodium (anaprox). On (B)(6) 2011, the patient had essure inserted. In december 2012, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine cervix stenosis ("cervical stenosis"). The patient was treated with surgery (ablation, thermachoice procedure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea and uterine cervix stenosis outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, uterine cervix stenosis and vaginal haemorrhage to be related to essure. The reporter commented: current weight 150 lbs.. Previously reported essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on 20-sep-2011: unilateral occlusion (right tube occluded).. Pathology test - on an unknown date: final diagnosis-coil consistent with essure insert. Also identified within the tissue are two short metal coils measuring 15 and 1.3 cm in length x 0.2 cm in diameter and a metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue.. " concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: left side of uterine cavity/inner coil is noted within the left side of the uterine cavity/failure to occlude"), embedded device ("metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue.") And menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left essure". The patient's medical history included genital bleeding, fibroids, depression, laparoscopy and body mass index normal. As per mr- on (B)(6) 2011, hysterosalpingogram history- essure assessment a scout view of the pelvis demonstrates bilateral email micro-inserts. The ensure micro-insert on the right has a normal appearance. The essure insert on the left demonstrates the proximal end of the outer coil (platinum band) to be discontinuous with the micro-insert impression:- terre is unsatisfactory placement or the left essure micro-insert. The proximal portion of the inner coil is noted within the left side of the uterine cavity and there is unsatisfactory occlusion on the left as contrast material is seen within the peritoneal cavity. Previously administered products included for an unreported indication: wellbutrin, anaprox, glucosamine, celexa, co q-10, calcium and multivitamin nos. Concurrent conditions included amenorrhea, cervical dilatation, endometrial ablation and scar. Concomitant products included bupropion hydrochloride (wellbutrin) and naproxen sodium (anaprox). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine cervix stenosis ("cervical stenosis"). The patient was treated with surgery (ablation, thermachoice procedure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea and uterine cervix stenosis outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, uterine cervix stenosis and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Previously reported essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Pathology test - on an unknown date: final diagnosis-coil consistent with essure insert. Also identified within the tissue are two short metal coils measuring 15 and 1.3 cm in length x 0.2 cm in diameter and a metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue.. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device". Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received- previously reported event ¿injury to herself¿ updated to ¿malposition of essure device location of device: left side of uterine cavity/inner coil is noted within the left side of the uterine cavity¿ events- ¿metal wire which protrudes from the tissue for 1.5 cm; these appear to be embedded in the uterine tissue, abnormal bleeding (menorrhagia), pelvic pain, abnormal bleeding (vaginal), dysmenorrhea (cramping), cervical stenosis, difficulty placing left essure¿, lot number, concomitant drug, medical history, lab data, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.